Manufacturer narrative:
Patient information not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure that the navigation system was not able to communicate with the imaging system. The issue occurred before and was reported in a previous case. The imaging system was able to pull a work list from pacs with no problem. The site rebooted both the imaging system and the navigation system multiple times with no resolution, using the same ethernet cable the imaging system used with pacs. The site abandoned navigation and brought in a c-arm to finish the case. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A delay of 10-15 minutes was reported.

Manufacturer narrative:
Correction: initial reporter provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the issue was fixed because the drop-down menu for stealth identification was missing. The rep went into the settings and changed it. No replacements occurred and the issue resolved with the settings changes. Follow-up with the manufacturer representative (rep) determined that the system was functioning correctly.